Manufacturer narrative:
Model number/catalog number: 72400098, serial number: (B)(4), batch/lot number 606154013, gtin (B)(4). Model/catalog description control pump fgs: expiration date 07/23/2014, manufacturer date 07/27/2009. Model number/catalog number 72400024: serial number: (B)(4), batch/lot number 592103010, gtin (B)(4). Model/catalog description balloon fgs 61-70 cm: expiration date 04/13/2014, manufacturer date 04/22/2009.

Event description:
It was reported that the patient was scheduled to have the artificial urinary sphincter removed due to a non-functioning device. A new artificial urinary sphincter consisting of a cuff, pump, and balloon is expected to be implanted at the time of the removal surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the patient experienced recurring incontinence as the device was not closing the urethra correctly for unknown reasons.